Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the customer is occasionally able to unlock the pump. However, for majority of the time, the customer is not able to press the "1" to unlock it. The customer was unable to interact with the pump. The customer's blood glucose was 495-600 mg/dl and was addressed with injections. The customer confirmed that an alternate method of insulin delivery was available.